Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type (B)(4): lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vich13.2 implantable collamer lens, +6.0 diopter into the patient's left eye (os) on (B)(6) 2021. The surgeon reports excessive vault. Reportedly, the lens remains implanted. The cause of the event is reported as unknown.

Manufacturer narrative:
Received final cq on (B)(6) 2022: the reporter indicated that the surgeon implanted a 13.2mm vich13.2 implantable collamer lens with diopter +6.0 into the patient's left eye (os) on (B)(6) 2021. The lens was exchanged for a toric lens two sizes shorter in length (12.1mm vtich12.1 diopter +5.5/+1.0/115) on (B)(6) 2021 due to excessive vault. Problem resolved. Reportedly, "patient is happy!" The cause of this event is reported as unknown. Claim# (B)(4).